Event description:
The user's father stated that his son was outside when he noticed that the enhanced display was turned away from him. The end-user asked his friend to turn the enhanced display back so that he can read the screen, that is when the cable to where it connects to the enhanced display started to smoke. The chair did lose power and there were no injuries to the end-user.

Manufacturer narrative:
Rec'd item for eval, the harness is pulled from overmold strain relief. Conductors are exposed and conductors insulation are non-existent (burned) on red and black conductors. Pin connector to pc board is missing. One pin on pc board is bent. Ferrite on harness has slid back from its original location.